Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak of brand IV remodulin from the cadd legacy tubing filter. The patient woke up in the middle of the night and smelled remodulin (device leakage). Also reported that patient was also not feeling well (malaise), so they mixed a new cassette and changed the tubing and verified that there was no leakage from the new extension tubing. At the time of reporting, the outcome of the malaise was unknown. The product fault occurred while in use with a patient. There was a patient involvement and the patient felt unwell. Per reporter it was IV remodulin (treprostinil sodium, concentration 2.5 mg/ml), delivered via cadd legacy pump. The current dose was reported as 0.072 ¿g/kg, continuous via intravenous (IV) route.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0282 - leaking¿ could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.